Event description:
Device returned for battery depletion. Activity sensor reprogrammed multiple times using different settings with consistently inappropriate response reported. Device subsequently tested out of specification during manufacturer's analysis.